Manufacturer narrative:
The device was returned for analysis, where it was received in both good cosmetic and functional condition. The most recent software was already installed on the unit, which was placed into a climate chamber to stress the unit and its components in an effort to reproduce the reported failure. No malfunctions or defects were observed with the mainframe. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim mainframe was not working. Additional information indicates that the user did not feel the nim alerted them when actually touching the facial nerve, therefore they requested analysis and/or repair prior to using it in another case.

Manufacturer narrative:
The device has been returned for evaluation; however, the analysis is not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim mainframe was not working. There was no patent injury or impact reported.